Event description:
It was reported that the system monitor provided an illegible message on the clinical screen. The issue appeared to resolve for some time, but the issue then returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an illegible message on the system monitor screen was confirmed. Analysis performed on the unit revealed a faulty memory module circuit board assembly. After repair, a functional test was performed on the system monitor which passed all testing. The system monitor was repaired and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 31oct2007. The system monitor shipped on 12nov2007. The system monitor was manufactured on 25sep2007. The memory module printed circuit board part number was 104906. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. Heartmate ii (hmii) power module instructions for use (IFU) revision d states if the screen does not function properly, contact the company's technical service department for assistance. Hmiii patient handbook revision b, section 1 cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.